Event description:
Treatment of an aneurysm. It was reported the middle section of the pipeline was pinched during deployment. The issue was resolved by manipulation the device. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).